Event description:
A malfunction alarm identified as ¿malf 12¿ was reported. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, and the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue reappeared, which the customer understood.